Event description:
It was reported that customer experienced repeated minimum fill notifications while attempting to load cartridges, despite filling cartridges with a large amount of insulin and following loading steps, which led customer to believe pump had an issue and to lose trust in pump. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, including loading a new cartridge. Customer planned to use multiple daily injections as backup therapy, and was provided a replacement pump with instructions for storage and return of old pump and for setting up and reconnecting replacement pump.